Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and migration.

Event description:
Healthcare professional reported right side breast pain and capsulectomy. Healthcare professional additionally reported "capsular tear, implant displaced superolateral, and defective internal valve as it was leaking through its valve, partially deflated". The device has been explanted.